Event description:
Note: this report pertains to the one of two resolution 360 clips that were used in the same procedure. It was reported to boston scientific corporation that a resolution 360 clip device was used for polyps during a polypectomy procedure performed an unknown date. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated to may 1, 2024 based on the date the manufacturer became aware of the event. Block e1: initial reporter address 1: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip did not deploy.